Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months days after the dental implant and abutment were placed in ada site 29 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports patient had pain and an infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate implant and immediate load procedure were performed.

Event description:
The clinician reported that 3.5 months days after the dental implant and abutment were placed in ada site 29 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports patient had pain and an infection. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).